Event description:
The bd mv0400 universal vial access is not able to access small 1ml and 2ml vials. Instead of spiking and piercing through the septum, the septum is pushed down into the vial body by this access device. This causes medication waste and increased exposure to staff as some of the medications are harmful. Problem was initially noted on vials of diphenhydramine and fentanyl. The product literature is misleading to state that it is a universal access device when it is not safe for use with smaller 1ml and 2ml medication vials.